Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during the video-assisted thoracoscopic surgery for lung cancer, when severing lung tissue with ecr45g on first firing, after fired, noted some staples malformed with irregular shape. Changed the new ecr45g to complete surgery. There was no patient consequence reported. No additional information can be provided.